Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported one of the anesthesiologists has had an issue with the spring wire guides kinking when he is threading the dilator over the wire and into the skin of the patient. When this occurs they are dropping an individually packaged wire onto the sterile field to complete the procedure. There have been no delays in treatment and no patient death or complications reported.